Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a return of urinary symptoms and perineal pain due to overstimulation. No diagnostics or troubleshooting was done. The implantable neurostimulator (ins) was reprogrammed on (B)(6) 2016 and the issue was resolved. No surgical intervention was taken or planned. The event was assessed as not serious, not related to the implant procedure and related to stimulation. The patient was alive with no injury. The patient's medical history includes idiopathic functional urinary incontinence since 2000.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.